Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for non-malignant pain and failed back surgery syndrome. It was reported that the patient ¿s ins still charges and the stimulation still works, but for the past ¿couple three months¿ when they lay on their left side at night, the ins site hurts. The patient stated that their grandson poked their back there as well the other day and the ins site hurt. They mentioned that they turned the ins off about two weeks ago now to see if that would do anything, but stated that they were fine during the day, but when they lay down to sleep at night it hurts. The patient stated that their healthcare provider (hcp) stated they should call the manufacturer. It was reviewed that since the ins still charges and the stimulation still works that they would need to follow-up with their hcp to check on the ins. The patient mentioned that they had an appointment for next week. Patient services provided the national answering service number to give to the hcp to invite a rep to the meeting. The event began in 2020. No further complications were reported/anticipated. Additional information was received from the patient. It was reported that the battery was wearing out therefore causing pain at ins site. Patient will be seeing hcp to have a replacement.